Manufacturer narrative:
Device analysis revealed: product analysis: returned product consisted of an ffr comet pressure wire connected to the occ cable. The tip, device shaft, sensor port and the coefficient values were examined for damage or any irregularities. The device showed 3 kinks located 140.5cm, 149cm and 178.5cm from the tip. There was peeled coating at the 149cm and the 178.5cm locations. The occ handle was connected to the ffr link for signal verification. The signal was present as designed. The occ handle cap was loosened to remove the wire. There was no issue with removing the wire. The sensor housing showed no residue of body fluids. The wire was inserted into the pressure chamber test equipment and the pressure was increased to verify the sensor was indeed reacting to the pressure increases and decreases. The pressure sensor functioned as designed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on the product analysis completed on november 21, 2019. It was reported the pressure wire would not zero. A 185cm comet pressure guidewire was selected for use in a fractional flow reserve (ffr) procedure. During preparation for the procedure, outside of the patient, the wire would not zero. The wire was unplugged and plugged back in a couple of times but was still unable to zero. The case was completed using another of the same device with no complications. However, the returned product analysis revealed peeled coating.